Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. It was reported that patient faced 2 infusion set cannula was bent event. The blood glucose level was 550 mg/dl. The site of insertion was abdomen. The issue occured within three hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.